Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to put the reference cross pin frame on the 100mm percutaneous pin as the perc pin diameter was too big. The site tried three different frames and the issue persisted. They opened another perc pin and the issue resolved. There was a reported delay of less than one hour and no reported impact to patient outcome. Navigation was reported to be aborted.

Manufacturer narrative:
Continuation of d10: product ID 9735665 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.